Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was programmed with test minilink transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with the sensor as the insulin pump continued to alarm weak signal, lost sensor, and warm up. Customer then mentioned had a low blood glucose of 32 mg/dl, which the customer treated with food. Current blood glucose was 78 mg/dl. Troubleshooting was performed for the low. Drive support cap was reported as normal. Most recent set change was three days ago. Customer was unable to check if the insulin pump showed the same amount of insulin as the reservoir as the insulin had just finished during the call. Customer stated the insulin pump was not worn during a medical procedure. Customer does not believe the insulin pump is over delivering. Customer had mentioned they treated for a 300 mg/dl blood glucose with 5 units of insulin which caused the low blood glucose of 32 mg/dl. Customer is not returning the insulin pump for analysis.